Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was treated for the high blood glucose with a bolus from their insulin pump. The customer was informed that there could be many reasons for high blood glucose. The patient vomited while on the phone, the customer was advised to contact their health care provider first and calls back later to trouble shoot the insulin pump. No further information was provided.